Event description:
Facility reported that the hilow would drift down overnight. No injury alleged.

Manufacturer narrative:
Isolated the issue to head hilow valve. Told the facility to replace the valve. Repair not yet complete.